Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found the vacuum was defective. Fse replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
A customer reports a modular chemistry level sense issues on their unicel dxc 600i synchron system. The customer was wearing personal protective equipment which included gloves and lab coat. No injury or exposure was reported. No erroneous results were generated.